Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient was in a car accident and following the accident the patient believed the leads were ¿knocked off a bit.¿ this was believed to mean there was lead migration. The car accident took place (B)(6) 2012. Then, the patient stated they were seen by a manufacturer representative (rep) for a stim programming on (B)(6) 2014 and the rep examined the patient and discovered the numbers (electrodes) had moved further out from the spine. The caller was interested in the notes or clinician programming sessions generated by the manufacturer representative. Later, it was noted that the patient was seen by an individual that no longer worked for the manufacturer. This individual never provided any information about the patient being an accident or a lead migration. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.